Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos were provided for evaluation. A visual examination was performed, and air bubbles were observed in the tubing of the sample. Based on the photo the reported defect of air in line was confirmed. Although the defect was confirmed, due to no sample and/or lot number a thorough investigation was unable to be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material 363904, lot unknown) was being used to administer heparin at 1000 units per hour on (B)(6) 2024. According to the complainant, the pump alarms for "air in line". The complaint device has not been returned to the manufacturer for evaluation. From checklist, air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion. Open door, remove and visualize, tab the tubing section and observe for bubbles. No visible bubbles, reload the tubing and restart infusion. Changed the tubing.